Manufacturer narrative:
Insulin pump passed self test and displacement test. Hardware low level failure alarm confirmed in the insulin pump history due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a hardware low level failure alarm. The customer was able to successfully clear the alarm and was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.